Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the light guide lens had foreign material, the bending section cover adhesive was separated, the connecting tube was scratched, the connecting tube protector was shaved, the air/water and suction cylinder painting on the nuts was peeled off, and the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a stent was found to be stuck in the working channel of the evis exera ii duodenovideoscope during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the biopsy channel was clogged with foreign material of an unknown origin. The foreign material was unable to be removed. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the foreign material clogged in biopsy channel and endo therapy accessory could not be inserted into biopsy channel; it is likely that the material was a stent from the obtained information, and may not have been removed due to improper reprocessing caused by failure of brush passage. Regarding the dirty distal end, it is also likely it was caused by improper reprocessing. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual evis exera ii tjf type q180v operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Reprocessing manual_ manually cleaning the endoscope and accessories_ brush the channels warning:the part may not be retrievable by passing a new brush. In this case, contact olympus." Olympus will continue to monitor the field performance of this device.